Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. Spouse states the customer has been having some difficulties with the pump. However spouse was not authorize on the account, but was able to tell us the issue. She states the customer has a problem with the pump dispensing and turning off. She mentioned the pump beeps and she hears it, but the customer does not. Also she states the customer had to redo the infusion set multiple times. Finally she states the customer received an alarm but the pump shut off. Troubleshooting was not performed, because she is not authorized to be on the account. The device will not be returned for analysis.